Manufacturer narrative:
The actual device was not available; however, pictures and a video of the sample were provided for evaluation. Visual inspection of the provided pictures and video identified a leak at level of the replacement y-connector. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150 set, an external fluid leakage at the replacement tube was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.